Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (324-400 mg/dl) and a bolus was delivered to address bg. Customer went to the emergency room and intravenous fluids/insulin were administered. After 6 hours, customer left ER and bg was stabilized (240 s mg/dl). Customer alleged pump did not lower bg. Customer reverted to using insulin pens and manual injections for insulin therapy. After customer received a replacement pump, tandem clinical diabetes specialist (cds) met with the customer and found that the customer only used the abdomen for the infusion set site. The area had scar tissue and lipohypertrophy present. Cds believed the elevated bg may be related to the infusion set site. Cds provided customer with a different type of infusion set and recommended customer to rotate the site area.